Event description:
Physicians inserted five of these anchors into the right shoulder. As they were tied down the fiberwares broke. Required the procedure to go from arthroscopic to an open procedure and increased the surgery time two fold. Retaining product in the same lot have been sequestered.